Event description:
Follow up information indicated the patient had surgery for full scs system replacement with new battery. Reportedly, the patient currently has effective therapy.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain at the ipg site. The patient reported because of the pain he has felt a warmth while charging. The patient saw the dr. And was given a shot to relieve the pain the patient was experiencing. Surgical may be taken to address the issue.